Event description:
It was reported that the patient engaged in twiddler's syndrome, and there was an insulation break on the lead.

Event description:
It was reported that the lead exhibited less than 200 ohms impedance. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded between 30.6 cm to 32.3 cm from the connector pin, due to clavicular crush. The outer coil was fractured in the same location.